Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture. A new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and a new lead was implanted. During the procedure, the fractured lead was attempted to be extracted, but the lead broke and the distal potion of the lead was abandoned in the patient's subclavian vein. No additional adverse patient effects were reported. The proximal portion of the lead was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned severed fractured at approximately 318 millimeters (mm) from the terminal end. The anode and cathode conductor resistances measured as electrical opens indicating fractured or broken conductors. Further, cause traced to device design was selected based on the direct observation of fractured lead conductor(s) consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture. A new lead was placed. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned severed fractured at approximately 318 millimeters (mm) from the terminal end. The anode and cathode conductor resistances measured as electrical opens indicating fractured or broken conductors. Further, cause traced to device design was selected based on the direct observation of fractured lead conductor(s) consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture. A new lead was placed. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted and returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and a new lead was implanted. During the procedure, the fractured lead was attempted to be extracted, but the lead broke and the distal potion of the lead was abandoned in the patient's subclavian vein. No additional adverse patient effects were reported. The proximal portion of the lead was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codee2008. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned severed fractured at approximately 318 millimeters (mm) from the terminal end. The anode and cathode conductor resistances measured as electrical opens indicating fractured or broken conductors. Further, cause traced to device design was selected based on the direct observation of fractured lead conductor(s) consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.